Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code b01-the device was returned and the device evaluation is still in progress. Patient medical history includes: hyperlipidemia copd prostate biopsy appendectomy w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent an endovascular procedure to treat a zone 9-infrarenal aneurysm utilizing gore® excluder® conformable aaa endoprosthesis. During the procedure, when the graft was deployed from its initial stage to full deployment, physician pulled the red button back and it got stuck. What was stuck was the reconstraining loop. Physician went through a lot of trouble to get that untethered and then finally was able to put in plc231400. Physician does not know what caused this issue. During the process of removing the constraint loop, physician pulled the graft down significantly (approximately 15mm) and had to put in a cxa260005. No endoleaks were observed, but in the process of pulling the graph down, it caused an aortic dissection on the left aortic wall of the visceral aorta just under the left renal. The dissection was not treated. Patient tolerated the procedure. Delivery catheter will be returned.

Manufacturer narrative:
Updated section b5, g3/g4, h6, and h10. The device evaluation performed by engineering showed the following: the returned constraining loop component was inspected, it was observed that the constraining loop fiber was unbonded. It appears that force was used to pull on the constraining fiber due to the fact that the constraining loop fiber is not in the intended location of being flush at the back of the shrink tube. There was some deformation at the skive cut where the lock pin and constraining loop exit their respective lumens. Based on the findings from the evaluation, the observation that ¿during the procedure, when the graft was deployed from its initial stage to full deployment, physician pulled the red button back and it got stuck. What was stuck was the reconstraining loop.¿ could not be evaluated with the available information. The state of the returned device is consistent with force being applied to the constraining loop while the fiber end of the loop was held in place, which is consistent with the event description that the ¿physician went through a lot of trouble to get that untethered.¿ no manufacturing deficiency could be identified, therefore no CAPA request will be initiated per md145952 revision 28 and this type of event will continue to be monitored by md24024. Images were provided and imaging evaluation showed the following: summary: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: one time point and 3 radiographic jpeg images available for evaluation: pre-implantation cta dated (B)(6) 2024, and 3 undated still post-implantation radiographic jpeg images. No name, date, or demographics on the jpeg images. Pre-implantation imaging does not show a dissection in the abdominal aorta on (B)(6) 2024. The post-implantation axial radiographic jpeg image shows the abdominal aorta is dissected at the level of the renal arteries. The angiogram jpeg image shows an expanded proximal gore® excluder® conformable aaa endoprosthesis (3-short radiopaque markers). Cannot confirm with this one image if the device is fully or partially expanded. Image also shows the presence of a sheath, guide wire, and delivery catheter. Cannot confirm the constraining loop could not be removed. Cannot confirm the device migrated about 15mm, with images provided for evaluation.

Event description:
The following additional information was received from product specialist: as there was resistance and the reconstraining loop was stuck, the device was pulled down distally. When the physician pulled the transparent knob again, the device seemed to collapse. When the constrainment loop was released, the graft opened fully by itself. Physician ballooned the collapsed portion successfully.